Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were tortuous. It was reported that during the case, an amplatz wire was used; however, because of the vessel tortuosity, the talent device could not be delivered. The amplatz wire exchanged to a stiffer lunderquist wire. The talent device was removed from the patient, but it was noted that the catheter had kinked. Another talent device was inserted and successfully implanted over the lunderquist wire. No additional clinical sequelae were reported, and the patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation results: amplatz wire, severely tortuous anatomy. Conclusion: severely tortuous anatomy, amplatz wire.